Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e. During impella cp support, the patient demonstrated right ventricular failure, with a pulmonary artery pulsatility index (papi) of 0.4. The patient experienced suction alarms, which occurred in the setting of right ventricular failure and low preload. An echo was not performed while in the procedural space. Due to concern for inadequate right-sided support, the account was actively contacting another hospital to request escalation to an impella rp.despite ongoing support, the patient expired while on impella cp support. The death is being conservatively reported which is more likely attributable to the patient¿s underlying acute myocardial infarction, refractory cardiogenic shock, and right ventricular failure. The field representative responded that the death was not due to impella cp, rather the patient¿s rv failed.

Manufacturer narrative:
D4 UDI number revised. Additional information was provided b5 updated.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow issue was most likely related to patient condition, since the data log does not show any interaction event during the short case run and clinical evidence suggests rv failure. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e. During impella cp support, the patient demonstrated right ventricular failure, with a pulmonary artery pulsatility index (papi) of 0.4. The patient experienced suction alarms, which occurred in the setting of right ventricular failure and low preload. Due to concern for inadequate right-sided support, the account was actively contacting another hospital to request escalation to an impella rp. Despite ongoing support, the patient expired while on impella cp support. The death is being conservatively reported which is more likely attributable to the patient¿s underlying acute myocardial infarction, refractory cardiogenic shock, and right ventricular failure. The field representative responded that the death was not due to impella cp, rather the patient¿s rv failed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review it was found that a01 was inadvertently omitted on the initial manufacturer device report number therefore added.